Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert was received showing high, out of range, pacing lead impedance on the rv lead. It is noted that the out of range pacing lead impedance measurements were first observed following an unrelated surgery. The pacing lead impedance measurements were unable to be replicated in clinic with isometrics. Chest x-ray revealed no anomalies on the lead. Physician has elected to monitor the patient as normal. Lead remains implanted.